Manufacturer narrative:
The scope was returned to the service center for evaluation. The inspection found tears on pink rubber of the scope exposing the core. The scope¿s glue was found damaged/cracked and was replaced. The biopsy channel was inspected and there were tears and deep scrape marks noted. There were two broken wires noted on the scope¿s bending section. The control knob was noted to be loose in the right/left and up/down direction. The scope was repaired and returned to the customer.

Event description:
The service center was informed that during the facility¿s reprocessing of the scope, white plastic-like fibers were noted on brush when it passed through the channel, as well as pushed into water when the brush exited. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates. The doctor was performing removal of a foreign body, which was diagnostic. The intended procedure was completed. It will not be disclosed what was being removed from the patient. There was no patient injury and no additional surgical or medical intervention was required. A radial eus and a gastroscope were involved. The gastroscope did not have any damage. The patient information will not be provided. The white plastic-like fibers were found during reprocessing. The scope has not been cultured. The cleaning and disinfectant solutions being used with the endoscope are enzymatic detergent and cidex opa. The minimum effective concentration is being checked prior to each cycle. A medivator dsd-201 aer is being used to reprocess the endoscope. The endoscope channel is being brushed during manual cleaning. The information regarding the brush used for manual cleaning will not be provided. Pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning. The leak tester being used will not be provided. There have not been any issues noted with the aer. There is flushing of air into the channel of the endoscope after reprocessing. The last time a reprocessing in-service was provided was in january 2020. There has not been any change in the reprocessing personnel. All of the reprocessing personnel are trained on how to properly reprocess an endoscope on site and through olympus university reprocessing course. The scope is being stored hanging vertically in the cabinet.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer reviewed the contents of this complaint. As the results of the DHR review, it was confirmed that there was no breakage of the forceps channel and no dandruff of the acoustic lens at the time of shipment. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: as it has been confirmed that there are internal cracks and scratches on the forceps channel, there is a possibility that the inside was damaged due to the handling of treatment tools, etc. It is assumed that the broken part was pushed out by the insertion and extraction of the brush. It is presumed that the addition of external forces led to the occurrence of this phenomenon. There is a possibility that an external force was applied to the distal end because the squashing of the acoustic lens was confirmed from the image and the squashing of the bending section adhesive was also confirmed. In addition, the legal manufacturer reported that the content of the instruction manual for the acoustic lens at the time of the product shipment was checked, and it was confirmed that there was the following description. Important information: please read before use. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.